Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent cystoscopy, loosening, and take down of prior sling for recurrence due recurrent rectocele, weak rectovaginal connective tissue, fecal incontinence, and incomplete bladder emptying due to partial obstruction of previously placed sling. It was reported that following insertion the patient experienced pain, erosion, infection, bowel problems, recurrence, dyspareunia and other unspecified problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent cystoscopy, loosening, and take down of prior sling for recurrence due recurrent rectocele, weak rectovaginal connective tissue, fecal incontinence, and incomplete bladder emptying due to partial obstruction of previously placed sling. It was reported that following insertion the patient experienced pain, erosion, infection, bowel problems, recurrence, dyspareunia and other unspecified problems. It was reported that patient underwent mesh removal on (B)(6)-2015. No additional information was provided. (B)(4).